Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through adc fa02mar2007 letter.

Event description:
Customer reported two episodes of seizures in one day due to inaccurate readings (59, 64 & 221mg/dl) from their precison ultra xtra meter. Customer reported experiencing symptoms of "vomiting and sleepiness." Customer's wife called the paramedics for both incidents and he was taken to hospital. Customer was diagnosed with severe hyperglycemia and was given an unknown treatment. Although customer reported receiving all readings within 10 minutes, it should be noted, the customer reported eating between glucose testing. Therefore, the results plotted on the parkes error grid may not be relevant.